Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, there was a problem with an autocon iii 400, the operating block has informed us that 2 patients were burnt, the 2 patients complained to their gynecologist after their operation.